Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found that this usm was returned for failure analysis and the reported multiple errors was not confirmed and not replicated. In artemis, no data was found to indicate that the fault had occurred in the field on the usm. The usm was replaced and errors persisted, after changing the suj errors stopped. Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a golden system where the component was found to be failing the back-drive test. The usm was then installed onto a pftp where the component was found to be failing the sensors check test. As a result of these findings, failure analysis concluded that the reported events were not on the usm. The complaint was not confirmed based on failure analysis. The probable root cause is attributed to non-device related failures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were multiples errors on the universal surgical manipulator (usm)2, recoverable and non-recoverable. The usm2 was disabled to continue the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause. The fse replaced the usm to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.